Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted: (B)(6) 2011. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the atrial lead dislodged during the extraction of the right ventricular (rv) lead. The atrial lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.